Event description:
It was reported that the vamp arterial pressure tubing attached to the right femoral sheath (defective connection) detached causing arterial blood loss. Reportedly, the nurse observed the event immediately. It was further reported that the tubing was replaced. There were no pt complications reported. It was reported that the pt's condition is stable.